Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling cartridges with 100 units of insulin. The customer¿s blood glucose level was 93 mg/dl. Reportedly, the customer added insulin to the existing cartridge and completed the load process successfully.